Event description:
It was reported to boston scientific corporation that during a pelvic floor reconstruction procedure using an uphold vaginal support system, the nurse noticed that there was a hair in the inner pouch of the device packaging. It is unknown whether or not the packaging perimeter seal was compromised. The physician completed the procedure with this device. There were no complications to the patient, who was well at the conclusion of the procedure.